Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. No parts were re placed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively of a functional endoscopic sinus surgery (fess). It was reported that the navigation system was having bad image quality. Surgery was aborted. The issue extended the surgical time by less than 1 hour. There was no impact to the patient. Later it was reported that everything was functioning as intended on the navigation system and the scan adjusted to protocol. The navigation system allowed to register the head with instruments just fine. They did have a little difficulty adjusting the CT images, they reviewed them with the nurse, clinician and surgeon. They said that in the surgery they got the images to be marginally acceptable for the surgeon, but he was not able to successfully register. It was guessed that the surgeon may have dug in a little too much with the registration probe. The surgeon was re-in serviced tracing techniques.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the site was inadvertently making a mistake in the downloading and registration pro cess.